Event description:
While using a byte night aligner, the patient experienced ongoing oral urticaria. Susceptible polymer allergy treated and resolved. Doctor states, continued polymer oral aligner use will result in worsening allergic reaction, please discontinue use.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.